Event description:
Medtronic received information that pump error 82, pump error 53, pump error 81 occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11j. Retainer ring = black. The pump was received with a scratched case and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08670 inches. The pump history download was successful using thus. No unexpected pump error 81, 82 and pump error 53 alarm noted during the testing. The motor was tested outside of the device and passed. No loose components or moisture damage found on the electronic assembly, force sensor, motor and vibrator assembly noted during visual inspection. However, pump error 53 alarm (line number = 5632 ; file number = 2005) found in the pump history due to software error.